Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test with the contour next ez meter and obtained a reading of 117 mg/dl at 1:13 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, additional control tests were run and readings of 114 mg/dl at 1:50 p.m., 134 mg/dl at 1:51 p.m. And 130 mg/dl at 1:53 p.m. Were obtained which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next ez meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g87, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results in the meter's memory.